Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the monitor was unable to connect to an electrode belt. A connector latch from an electrode belt was stuck in the monitor's electrode belt connector due to the receptacle being glued into the case. The root cause for the damaged connector was due to the glue. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming testing.